Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 07:22:09. During night drain cycle seven, the patient's ultrafiltration reading was 226ml, indicating the home patient drained 226ml more than their maximum programmed fill volume of 280ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in march 2014. The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A device history record review was performed. Upon conclusion of the investigation, the cause of the issue was determined to be or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.